Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the black box showed evidence of a short battery life with multiple call service 128 alarms due to drastic voltage drops. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The reported short battery life was duplicated. The pump cover was removed to find moisture corrosion on the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.